Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was noticed that the nipple on the impactor handle was broken. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Reported event: a restoris pst offset shell impactor was found with the orientation pin missing. The instrument was used without the post to successfully insert the cup into the acetabulum. There was no harm to the patient and the case was successful. Device evaluation and results: the device was not available for evaluation. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 6/22/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209360, lot number 31801 shows zero complaints related to the failure in this investigation. Tracking of complaints related to the 209360 part number will be tracked through quarterly trend request # (B)(4). Conclusions: the failure in this complaint is addressed through (B)(4). No additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was noticed that the nipple on the impactor handle was broken. The case was successfully completed and there was no harm to the patient.